Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported the left side was shocking the patient and the right side had fizzled out so stimulation had been off since (B)(6) 2015. The patient could not eat or drink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.